Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that readings were over 20.00% off. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the zone a and b of the parkes error grid. No injury or medical intervention was reported..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.